Manufacturer narrative:
(B)(4). Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited pacing inhibition due to loss of capture. The patient fainted and was admitted into the emergency room (ER). At the ER, it was found that the patient had a heart rate between twenty to thirty beats per minute (bpm) and experienced seizures. A transcutaneous pacer was used to provide pacing support for the patient. The field representative was called to the ER and reprogrammed the device. Twelve hours later, the device was checked again and the field representative confirmed that the rv lead captured cardiac tissue appropriately. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.